Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 007) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2017 with the following findings: during investigation, the continuous glucose monitor history showed a cs 206 "transmitter out of range" warning meaning that the sensor/transmitter was not within 12 feet of each other. A test transmitter was paired with the pump correctly. The blood glucose (bg) calibration of 120 mg/dl was accepted in both attempts within 2 hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any eaw occurred during the investigation, unable to duplicate ¿cs206¿ complaint.